Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A correction bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.